Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses. At approximately one month later, a computed tomography revealed a proximal type I endoleak. The patient was reported to have a very tortuous aortic neck and extremely tortuous iliac arteries. In the following month, the patient underwent an open conversion without any further reported adverse events and is reportedly doing well. No further information was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note, additional device implanted and explanted in this patient: contralateral leg component pxc141200/05132219.